Manufacturer narrative:
Section d information references the main component of the system, other applicable components are: product ID 748251 lot# serial# (B)(6) explanted: (B)(6) 2021 product type extension product ID 748251 lot# serial# (B)(6). Explanted: (B)(6) 2021. Product type extension medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d information references the main component of the system, other applicable components are: product ID 748251 lot# serial# (B)(6) explanted: (B)(6) 2021 product type extension product ID 748251 lot# serial# (B)(6) explanted: (B)(6) 2021 product type extension d9: the extensions were returned. H3: the returned extension (serial #: (B)(6) ) was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis identified that all conductors were broken in the body of the extension at 18.5 cm from the proximal end. The extension was returned segmented, which had no impact to electrical functionality. The returned extension (serial #: (B)(6) ) was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis identified that the #2 conductor was broken in the body of the extension at 18.5cm from proximal end. The extension was returned segmented, which had no impact to electrical functionality. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating the system was off due to the battery reaching normal battery depletion.

Manufacturer narrative:
Other relevant device(s) are: product ID: neu_unknown_ext, serial/lot #: unknown, explanted: 2021-03-17, UDI#: asku ; neu_unknown_ext, serial/lot #: unknown, explanted: 2021-03-17, UDI#: asku. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was high impedance measured on the right side electrode. It was noted the patient's system had been off for a long time, and the previous primary cell device could not be interrogated anymore after reaching normal depletion. The impedance issue was noticed after implanting the new implantable neurostimulator (ins). A surgical intervention was performed on (B)(6) 2021. The extensions were determined to be the source of high impedance, and were replaced. The adaptor was also removed, but there was no indication the adaptor was related to the issue. Replacement resolved the high impedance. No symptoms were reported as a result of the event.